Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that the program 2 was worse than program 1. Patient was able to at least voids on program 1. Patient was unable to self- void at all on program 2. Patient got used to the stim and then it went away every time he increased the stim. Patient had changed from program 2 to program 3 to see if this helps with the symptoms improvement. A couple days later, patient further reported he was not able to self-void on program 3. Patient changed back to program 1. On (B)(6), patient reported somehow the stim was turned off by the controller. Patient was able to get the stim turned back on and increase stim to 0.7. Patient indicated he did have to decrease stim at one point caused it was uncomfortable. Patient hadn't had any symptoms relief yet. Patient had been through all three programs and was waiting on the manufacturer representative (rep) for new programs to be added. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies correction made to brand name and model #/lot #. If information is provided in the future, a supplemental report will be issued.